Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 390 mg/dl to 450 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with manual injection for the high blood glucose level. Customer stated that the insulin was leaking from under the adhesive. Customer was assisted with troubleshooting. The product will not be returned for analysis.